Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented to the clinic for a follow up visit, several episodes of high ventricular rate response episodes were observed. Upon review of the session records, noise was observed. The noise was reproducible via pocket manipulation and isometric testing. Device and lead measurements were stable. Patient was to be seen in clinic three months later. Device remains implanted and will be monitored. Patient was stable prior, during and post device interrogation.